Event description:
Caller reported a cgm error, specifically error 42 with a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to perform a pump reset, after which the error code was no longer displayed, and their sensor session was started successfully.